Event description:
The cuff and balloon were removed from the pt and replaced due to cyste contact-cuff. Ablation as a security measure of the perivesical cyste in contact with the cuff, done during placement of the cuff.